Event description:
It was reported through log file analysis there were multiple pump stop alarms while connected to the mobile power unit (mpu) on (B)(6) 2022 . This is most likely related to potential issues with the percutaneous lead. X-ray of the patient's driveline found damage in the external portion of the driveline of the returned lead from the (B)(6) 2022 repair causing a short-to-shield at the orange wire. Since then, the patient has a second wire damage in the cable cause another short-to-shield, but there is not enough room for a second repair attempt. To prevent further interruption it may be beneficial to keep the vad connected to battery power or an ungrounded patient cable. The patient should not use a grounded patient cable, power module, or an mpu. The patient is now listed as status 2 for a heart transplant and will remain admitted on an ungrounded cable or batteries only.

Manufacturer narrative:
Related MFR # 2916596-2022-11273 for previous perc lead repair . No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The patient underwent a heart transplant on 16aug2022 because of persistent pump stops.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation as no product was returned for investigation. The submitted log files captured transient low speed and pump stop events on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 with associated low speed advisory, low speed hazard, and low flow hazard alarms. The associated voltage levels indicated that the low speed and pump stoppage events occurred when the system was powered by a mobile power unit (mpu). The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU, "introduction¿, provides an explanation of all pump parameters. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.